Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted urology prostatectomy surgical procedure, the 8 mm prograsps forceps instrument had non intuitive motion upon activation at the surgeon side console (ssc). The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon's head inside the surgeon console's high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The prograsp forceps instrument movements scaled properly to surgeon's movements. The timing was appropriate, and there was no shakiness and/or friction observed. The prograsp forceps instrument did not move in the intended direction since it moved in the opposite direction. The issue was intermittent since initially the prograsp forceps instrument moved correctly but when the issue was identified the issue was not resolved and the instrument was exchanged for a new one. The issue occurred while surgeon was repositioning the prograsp forceps instrument to hold tissue.